Event description:
It was reported that post op a c-section procedure, within 24 hours some staples are falling out of the skin after the incision is closed. Intra operatively, there was no noticeable feel in the firing of the device. The internal incision was closed using vicryl 2.0. External incision closed with the skin stapler. An additional crease was observed on the leg of the staple when formed. It was during removal of the dressing that the staples came out. As a result the wound does approximate well.

Manufacturer narrative:
(B)(4): information unavailable.wound not well approximated/cosmetically not pleasing for the patient.